Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain. On (B)(6) 2025 the firm was contacted by an MRI facility to request MRI conditionality of the nalu system. The facility was advised that the patient is not conditional due to the presence of both the nalu active implanted system and a second active implanted system from a different manufacturer. During a clinic visit on (B)(6) 2025 for reprogramming, the nalu system returned impedance errors indicating an open circuit. The patient was initially scheduled to have a revision procedure to replace possible malfunctioning components, however the patient elected to fully remove the system so that they could move forward with MRI scans for a possible cancer diagnosis. A full system explant was performed on (B)(6) 2025.

Manufacturer narrative:
Review of records from the implant procedure found no evidence of any impedance issues at the time of the implant. The explanted components were not returned to the firm for further testing, thus it is unknown if there was a failure of the lead specifically or if there was damage to the connector between the lead and ipg.